Event description:
It was reported that check force sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no exterior damage. Customer?s reported issue was duplicated during power up process. Broken screw boss and incorrect assembly by customer. The root cause of the reported issue was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: cleaned, greased and calibrated the device, performed power up process which passed.